Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated it was returned from the last user with bent crossbrass.